Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation found no abnormalities that could have led to the positive culture. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested. Regarding the report that the device used on 5 patients between sampling and confirmation of positive culture test results issue; it is likely that the issue was due to a discrepancy between olympus' recommendations and the facility's understanding regarding handling and reprocessing procedures for the device. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did report that the device passed the leak test and the additional channel was flushed during manual cleaning. The automated endoscope reprocessor (aer) used was a soluscope sprint and all channels were connected when setting up the device into the aer. The device was dried and stored in a plastic container by itself inside a soluscope dsc800 drying cabinet. Olympus is the maintenance company. The device evaluation found the following non-reportable malfunctions: the light guide lens had a chip; the bending section cover had deterioration of the adhesive and separation on the thread-wound sections; the mouthpiece was loose; and a third party bending section cover had been installed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis lucera elite colonovideoscope tested positive for 16 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. While the device was used in 5 procedures from the time of sampling to the receipt of the culture results, there is no evidence that to support that patients were infected. There was no report of any serious deterioration in the state of health or the patient. Related complaints: (B)(6).